Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that the therapy worked well for about a month after the implant date, then the patient was suddenly incontinent again. The caller noted that the patient was incontinent every night and sometimes leaked during the day. Last week the caller said a manufacturing representative (rep) changed the patient to a different program. The caller said they had to increase the amplitude twice since the appointment because the patient was still incontinent, and they most recently increased it yesterday. Agent reviewed programming considerations. The agent reviewed how to change programs, but the caller did not change programs during the call. The caller said they will have the patient maintain the stimulation level on the same program for at least a few more days before they consider making another adjustment. The agent advised the patient to keep a symptom diary to track results and follow up with hcp if necessary. Additional information was received from the patient on 2025-02-25. Patient rep called back, repeating information previously reported in this case. The caller reported they are having a hard time getting this right. Caller reported patient is incontinent and wetting the bed every night, twice last night. The caller stated they have adjusted therapy settings, but it is still not working. The caller stated they have tried different programs and they have increased stimulation, but reported last night was the worst. Reviewed therapy/stimulation overview and expectations. Redirected to patient's managing healthcare provider if issue persists. The caller stated they changed programs again before they called and stated they don't know what programs are good for patients. Agent reviewed the role of patient services and programming in general overview. The caller stated that when they increased stimulation on the previous program, the patient was feeling stimulation all the time and tingling didn't go away after 1-2 days, and since the patient was still feeling that tingling, they thought the stimulation was too high. The caller stated that was the level the patient was at when they wet the bed twice. The caller also reported the patient was feeling stimulation around the implant. Agent reviewed stimulation expectations. The caller confirmed on the call not feeling stimulation/tingling around the implant. The caller initially stated on the call they were feeling stimulation in the vaginal area but then also reported feeling stimulation near their buttocks. The caller clarified on the call feeling stimulation on the top right of the butt crack, higher up on the patient's back, not where the patient should be feeling stimulation. The caller reported the patient has had a recent fall "the other day.". Agent redirected caller to patient's managing healthcare provider to fur ther address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.